Event description:
The father reported, the customer was hospitalized for high blood glucose levels. The father stated, the pump alarmed "no delivery" prior to the customer's blood glucose levels elevating. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.